Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device showed half year remaining longevity until elective replacement indicator (eri). However, the gas gauge showed beginning of life (bol). There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.